Event description:
Additional information was received that indicated the patient was needing an off-pump coronary artery bypass (opcab).

Manufacturer narrative:
Additional information received; b5 and h6 updated.

Event description:
It was reported that during implantation of an impella 5.5 the patient experienced mild ectopy that resolved without event. After the impella 5.5 was implanted, the patient had pink and red urinary output. The day following implant, the patient had atrial fibrillation overnight. The patient was transfused two units of platelets and treated with amiodarone. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The cause of the kidney failure and hematuria was not determined due to insufficient clinical details. The root cause of the arrhythmia/paroxysmal atrial fibrillation was unable to be determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.